Event description:
Auto injector connected to distal end of power port catheter (needle has distal and proximal connections with claves attached to both). Positive blood return noted prior to and after contrast injection. When autoinjector turned on and injected contrast, there was contrast that spilled out via the proximal needle clave, spilling onto the patient resulting in incomplete contrast dose given. All connections were tight and port flushed without incident after being disconnected from autoinjector.